Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with the server. A technical support specialist (tss) dialled into the station mhtor6 and opened baretail on both the datasync debug log and datasync error data. A database backup was performed for the station using ka 000008075 and saved in d:\support\mhtor6\. A transaction locate query was executed and saved in the same directory. A fullsync was run and completed successfully without any errors. The station was then rebooted. The tss reverted to the customer, informing them that the fullsync was completed and requested that they check whether any orders had crossed over. Subsequently, the tss dialed into cc-clrxesapp53 (2012 - regional) (server 53 app) and ran a transaction locate query, which showed no missing data for station mhtor6. The tss also dialed into pes to check the data sync status for mhtor6, where the last communication was recorded as 27th august. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was not communicating with server. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was not communicating with server. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.